Event description:
It was reported that during photoselective vaporization of the prostate this fiber exhibited an internal break approximately two to three inches above the handpiece. A new fiber was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection noted the fiber body was kinked and exhibited a break. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing identified the majority of the output escaped from the fracture location. The fiber body break was determined to be the likely result of excessive manipulation/inappropriate technique during fiber setup. As a result, the probable cause of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during photoselective vaporization of the prostate this fiber exhibited an internal break approximately two to three inches above the handpiece. A new fiber was used to complete the procedure. There were no patient complications.